Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the "plastic part at the back end, breaks during intubation". No report of patient injury or consequence. No report of medical intervention.

Manufacturer narrative:
(B)(4). Corrected data: the manufacturer has been corrected to truphatek. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the "plastic part at the back end, breaks during intubation". No report of patient injury or consequence. No report of medical intervention.